Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The investigation revealed that the shaft material had been fractured at the proximal edge of electrode ring 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft material is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter tip.